Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including prior cardiac surgery, arrhythmias, genetic syndromes, associated congenital heart defects, and atrial septal defect. Complications reported included unexpected medical intervention (snaring), heart block, tachycardia, pericardial effusion, pseudoaneurysm, thrombus, migraine (headache), arrhythmia, device-related mitral valve regurgitation, device embolization, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: outcomes analysis of transcatheter closure of atrial septal defects

Event description:
The article, "outcomes analysis of transcatheter closure of atrial septal defects", was reviewed. The article presented a retrospective, single center study to identify predictive factors for failure and describe long-term outcomes associated with atrial septal defect device closure. Devices included in the study were amplatzer septal occluder, occlutech asd occluder figulla flex ii, lifetech scientific ceraflex asd occluder, amplatzer multifenestrated septal occluder - cribriform, and occlutech uni occluder. The article concluded that transcatheter atrial septal defect closure shows high success, with balloon-and guidewire-assisted implantations and smaller device-to-balloon-sizing differences as predictors of clinical failure. [The primary and corresponding author was raymond n. Haddad, inserm, umr_s 999, hypertension pulmonaire: physiopathologie and innovation thérapeutique (hppit) ap-hp, hôpital bicêtre, hôpital marie lannelongue, groupe hospitalier paris saint joseph, ern-lung, université paris-saclay, le plessis-robinson, france, with corresponding email: raymondhaddad@live.com]. The time frame of the study was from 2006 to 2021. A total of 400 patients were included in the study, of which 303 (75.7%) received an abbott device. The average age was 14.5 years, the average weight was 47.5kg, and the majority gender was female. Comorbidities included prior cardiac surgery, arrhythmias, genetic syndromes, associated congenital heart defects, and atrial septal defect.